Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for ua2 uric acid ver.2 (ua2) on a cobas 8000 c 702 module. Patient 1 initial result was 109 umol/l. The repeat was 308.71 umol/l. Patient 2 initial result was 41.12 umol/l. The repeat was 493.73 umol/l. Patient 3 initial result was < 11.9 umol/l. The repeat was 315.51 umol/l. Patient 4 initial result was <11.9 umol/l. The repeat was 260.39 umol/l. No questionable results were reported outside of the laboratory. The ua2 reagent lot number was 60216001 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The field service engineer (fse) checked the instrument and found an issue with the rinse station. Following the service visit, the customer had no further issues. The investigation determined the event was consistent with a maintenance issue at the customer site. Product labeling directs customers to clean the rinse station weekly.